Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when inserting the farawave into the faradrive and aspirating for backflow, air kept being drawn without end. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when inserting the farawave into the faradrive and aspirating for backflow, air kept being drawn without end. The sheath was replaced, and procedure was completed with no patient complications.